Event description:
It was reported by dealer that both the right and left side are wobbling when the 3gtq-cg power chair moves. The right motor was replaced (B)(6) 2015 and is doing the same thing. No signs of any physical damage to the base frame.